Manufacturer narrative:
Device evaluated by MFR.: the liberte stent delivery system (sds) was received with no other devices. There was blood on the balloon. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 31.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00mm x 16mm liberté¿ bare metal stent was selected to treat the target lesion. However, during procedure the proximal shaft has been broken. A snare device was then used to retrieve the broken shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00mm x 16mm liberté¿ bare metal stent was selected to treat the target lesion. However, during procedure the proximal shaft has been broken. A snare device was then used to retrieve the broken shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).